Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they are unable to recharge their ins. Pt stated that they have been attempting to recharge the ins for 4h, for an upcoming MRI, but the controller will not power on to recharge the ins. Pt clarified w/ pss that the controller screen is blank and unresponsive. Pt stated the issues started 2 1/2 - 3 months ago (year valid). Pss had the pt remove the battery pack and plug the controller into the ac power supply. Pt confirmed the green light was lit on the ac power supply, but the controller screen would not power on. Pt tried another outlet, but reported the controller screen did not power on. The issue was not resolved. An email was sent to the repair department to replace the device.  Additional information was received. They received the controller replacement however, it still does not power on with ac power supply. Additional information was received from the patient. Pt called back repeating information documented in this case already. Pt said they got the new equipment, and was able to charge controller, but pt re peated they need an MRI however can't get to MRI mode option on controller. Pt asked if they were still able to have an MRI without getting to MRI mode. Pt also said they met with a rep after the call last week in their pain care office because pt fell on their ins (pt said they think that was causing the issue with their controller). Pt try to unlock controller during the call and pt reported set up for implant screen. Pt mentioned this was what they tried doing on thursday, but were not able to get "this" charged. Pt then plugged in recharger (rtm) when prompted and entered passive recharge mode after seeing no device found (middle number 98). After several minutes, pt reported recharging excellent with controller 90%, ins 30%. Pt was then able to navigate to and enter MRI mode during the call (indicated full-body eligible). Pt exited MRI mode and was able to turn stim back on. Information was reviewed controller was working as intended during the call and reviewed to continue charging ins.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6) implanted: explanted: product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)h3:analysis of the 97745 programmer (ptm) (serial number (B)(6) ) revealed complaint could not be duplicated. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.